Event description:
The physician attempted a diagnostic arteriotomy closure with the closer tsl 6 fr. Device. The physician could not get mark. The device was pulled back and flushed unsuccessfully. A second device was deployed. When the device was pulled back, there was heavy oozing around the sheath. The physician tied the knot and attempted closure by tensioning the knot, however, upon tensioning, the knot broke free from the artery. The pt was manually compressed whereupon a hematoma of 5-6 cm formed. Expression was attempted with pressure by an attendant. The surgeon applied a very large pressure dressing to the groin area. The dressing was held by the referring surgeon for 5 minutes and by attending for 10-12 minutes. The pt was not on anticoagulant. The groin appeared okay. The pt went to surgery for a carotid endarterectomy procedure the next day. Three days later, the pt's hemoglobin dropped to 6.5g/dl. A hematoma formed at the groin site. It was pressed and did not continue to grow. It appeared fine on the next day, with minute oozing. Later on the following day, a large hematoma formed. The pt lost 7 units of blood. The vessel was surgically repaired and the pt received a transfusion. There was no further pt injury.